Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up will be sent when the analysis is complete.

Event description:
It was reported that the pt came to the hospital because the heard the alarm sound. The pump was found to be in safety mode at a minimum flow rate. The pump gave a critical alarm every 10 minutes. After two reprogramming attempts, the pump always returned to the alarm sound and safety mode within a couple of minutes. The pump was replaced. No pt symptoms were reported. The pump was used to deliver morphine. It was unclear how long the pump had been implanted.